Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and white foreign material along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer assembly was then disassembled and components inspected. The o-ring in the needle holder was observed to have a peeling appearance. The o-ring was also observed to not be seated flush in the needle holder, however this was observed after disassembly, therefore how and when it occurred is unknown. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested due to the actuation failure. Therefore, the reported cut failure could not be confirmed. The exact cause of the actuation failure cannot be determined from the evaluation performed. How and when the peeling appearance of the o-ring in the needle holder occurred cannot be determined from the evaluation. The evaluation indicated that the o-ring was not seated flush in the needle holder, however this was observed after disassembly, therefore how and when it occurred is unknown. The reported cut failure was unable to be confirmed and the exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter was found faulty as it was not cutting and dragging the vitreous on initial use during surgery. Repriming of the cutter was performed but cutting could not improve. The surgery was completed after replacing the product with new one. There was no patient harm reported.